Event description:
Reportedly, the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) displayed as "high"; although specific value was not provided. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi).